Manufacturer narrative:
The product investigation lab (pil) technician confirmed that the 1104 "backup alarm failed" alarm error was logged in the event log; however, neither the occurrence nor the 1104 error code could be duplicated at the pil during the bootup of the cpu pcba or standard test bed (stb) operation using the cpu pcba. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and found that the alarms operated without any issues. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance was measured showing a solid 397k ohms, verifying that ls1 was not shorted or open. The pil technician verified that ls1 (secondary speaker) functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The pil technician also generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb and verified that the alarm for pprox generated as expected. No problem was found.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred during use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with the same model. There was no reported delay in therapy or medical intervention. The hospital medical examiner (me) called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not duplicated; however, the 1104 error code was in fact confirmed in the event log. Therefore, the pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.